Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient was having ¿problems charging the ins,¿ stating that the insr screen indicated the charge adequate screen but couldn't get the charge full screen. The caller stated the patient was charging the ins for about 3 hours total the night of the implant and insr only indicated the adequate charge, but not full charge screen. The caller put the insr antenna on their leg and started a charge session stating the insr screen again indicated the adequate recharge screen. During the call they confirmed that the ¿adequate¿ screen was mentioned and not charge complete screen, despite charging for over an hour. The screen differences were reviewed with the patient. There were no further complications reported. There were no further complications reported.